Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was pain recurrence. The patient had more pain after a fall. The patient experienced shocking feelings and no longer had stimulation across her back. The outcome was ongoing. Interventions included reprogramming. The event resulted in an unscheduled clinic or office visit. Device interrogation/device data showed that the leads 0-7 were damaged. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported as related to the leads which were connected to the implantable neurostimulator (ins). Relevant medical history included: radicular pain syndrome(radiculopathies) and spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the outcome was resolved without sequelae on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.